Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2014 with the following findings: no activity outside of normal use is observed in the black box or in the alarm history. The pump powers on with auditory and vibration but the display screen remains blank upon start up. Unable to verify steps, the pump alarmed with ¿cs sleep error¿ alarm after 15 min with battery in. The display screen is dim and reddish. The pump was loaded with a new master processor software code and it was able to power up and to display ¿verify¿ screen and to exercise with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.